Event description:
Every time I have my period, I get extreme cramps. That time it sent me to the ER. I cannot afford medical care, so I left as soon as I felt relief, which luckily not long after I arrived.